Event description:
The customer reported that while the unit was in use on a pt, the unit failed to display a pressure trace, but did display a "system trainer" message while using a baxter edward's cable for pressure triggering. Therapy was discontinued. No pt injury was reported.